Event description:
It was reported that the patient underwent an orif and revision of the right hip approximately four (4) months post a revision with unknown products. The patient suffered a periprosthetic right hip fracture with concurrent dislocation. A closed reduction was attempted and unsuccessful, and therefore scheduled for orif & revision. While prepping and draping the patient for the procedure, the patient began to decompensate. Cardiology was consulted intraoperatively while urgent medical care was provided by anesthesia. The patient was stabilized and taken for emergent cta. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient developed fracture in his right hip which caused a hip dislocation requiring surgical intervention. Dr. Morrison conducted a closed reduction surgery, that was not successful. After anesthesia induction and sterile draping, the patient rapidly decompensated medically and upon request of anesthesia patient was taken down into a supine position urgently the positioners were removed the drapers were removed immediately under direction he was then placed into supine position and they proceeded to apply urgent medical care. The procedure was not initiated, a timeout had not yet been performed and no incisions were made as he decompensated before even draping was complete. Off label combination of stryker outer head with zimmer biomet inner head. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. It is noted that zimmer biomet products were used in conjunction with a competitor device. Zimmer biomet has not confirmed the compatibility of the reported combination of devices, and these would be considered off-label usages. However is cannot be confirmed that the combination of the stryker and zimmer biomet products during the previous revision caused or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00712.

Manufacturer narrative:
The following sections were updated/corrected updated: b4, b5, g3, g6, h2, h10 corrected: d6a.

Event description:
No further event information available at the time of this report.